Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room following an inappropriate high voltage shock. Upon review, the implantable cardioverter defibrillator had shocked for a supraventricular tachycardia with rapid ventricular response. The device was reprogrammed. No other symptoms were reported.